Manufacturer narrative:
Section h6: health effect - clinical codes and health effect - impact codes corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, at approximately 1 p.m., patients heart rate was in the 130's. Electrocardiogram (EKG) showed atrial fibrillation with rapid ventricular rate/response (rvr). Vital signs were stable. Patient was loaded with amiodarone via IV infusion. The patient was previously on heparin infusion and electrolytes were within normal limits(wnl). The patient was implanted on (B)(6) 2021. On (B)(6) 2021 the patient had worsening hypoxia and evidence of volume overload on chest x-ray. The patient was treated with aggressive diuresis. The patient continued with intermittent atrial fibrillation which was treated with amiodarone and dc cardioversion. On echo (B)(6) 2021 the patient was noted to have severe right ventricular dysfunction. Over the patient's hospital visit the patient continued to be diuresed with lasix and torsemide. The echo on (B)(6) 2021 which showed moderate right ventricular dysfunction. The patient underwent a right heart catheterization on (B)(6) 2021. The patient remained on oxygen via nasal cannula and continued to have dyspnea on exertion. On a computed tomography (CT) scan on (B)(6) 2021 the patient was found to have moderate pleural effusion on the left which was drained on (B)(6) 2021. The patient's dyspnea resolved and the patient was discharged on (B)(6) 2021 without need for any home oxygen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that following the implant procedure on (B)(6) 2021, the patient was started on milrinone. At approximately 1 pm on (B)(6) 2021, the patient was found to have a heart rate (hr) in the 130s. An electrocardiogram (ECG) was done which showed that the patient was in atrial fibrillation (a-fib) with rapid ventricular rate (w/rvr). The patient¿s vital signs were stable, and electrolytes were within normal limits. The patient was loaded with amiodarone via an intravenous (IV) infusion and the ventricular tachycardia (vt) anti-tachycardia pacing (atp) threshold was increased on the patient¿s automated implantable cardioverter-defibrillator (aicd). After the completion of the IV load of amiodarone, the patient continued on oral amiodarone. On (B)(6) 2021, the patient (pt) was noted to have worsening hypoxia, and evidence of volume overload was observed on a chest x-ray (cxr). The patient was treated with aggressive diuresis at this time, and over the course of the hospital admission the patient continued to be diuresed with lasix and torsemide. The patient also continued to have intermittent a-fib but was able to be moved out of the intensive care unit (ICU) on (B)(6) 2021. The electrophysiology (ep) team was consulted on (B)(6) 2021, and milrinone was stopped. On (B)(6) 2021, the patient was taken to the cardiac diagnostic unit for a successful cardioversion. Following the procedure, the patient was noted to be in an atrial sensed and ventricular paced rhythm, with a complete resolution of the event on (B)(6) 2021. On (B)(6) 2021, an echo was done which showed that the patient had severe right ventricular (rv) dysfunction. On (B)(6) 2021, it was noted that the patient was requiring 6-8 liters per minute (lpm) of oxygen (o2) to ambulate with physical therapy. An echo was done which showed moderate rv dysfunction, and a computed tomography (CT) scan of the patient¿s chest showed a small right pleural effusion and a moderate left pleural effusion. A right heart catheterization (rhc) was done on (B)(6) 2021 which showed good filling pressures with normal cardiac output (co) and pulmonary vascular resistance (pvr). Pulmonary function tests (pft) were ordered. An ultrasound of the chest was completed on (B)(6) 2021 and showed a moderate left pleural effusion, which the patient declined to have drained at the time. Additionally, a repeat echo was performed on (B)(6) 2021, which showed moderate rv dysfunction. The patient remained on oxygen via nasal cannula and continued to have dyspnea upon exertion. On (B)(6) 2021, the patient was noted to be able to ambulate without oxygen. On (B)(6) 2021, the patient consented to have the effusion drained. An ultrasound guided thoracentesis was performed which drained 720 ml of serous fluid, and the patient¿s dyspnea and peripheral edema had resolved. On (B)(6) 2021, amiodarone was also discontinued. It was felt that with the patient's long-term amiodarone therapy as well as his CT and pft findings, that there was a high suspicion for amiodarone-induced lung toxicity, and the medication was added to the patient's allergy list. The patient was discharged home on (B)(6) 2021 with all events resolved and without the need for any home oxygen. The patient was seen in the clinic on (B)(6) 2021 with no oxygen requirements, no complaints of shortness of breath (sob), and the ability to ambulate normally. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists potential adverse events, including cardiac arrhythmia, right heart failure, and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, right heart failure, and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.